Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7156357.

Event description:
It was reported that the patient experienced inadequate stimulation and the leads had migrated which was confirmed via x-ray. The patient underwent a revision procedure wherein the lead was repositioned and remains implanted. The patient was doing well postoperatively.

Event description:
It was reported that the spinal cord stimulation (scs) patient reported inadequate pain relief several days following the initial implant and programming. The patient subsequently underwent a procedure to reposition both leads to the intended target area. A high impedance was identified due to a fractured lead contact incurred during the procedure however the device remains implanted. The patient was successfully reprogrammed to bypass the affected contact, resulting in adequate bilateral coverage. The patient recovered well postoperatively.

Manufacturer narrative:
Section b1 adverse event/product problem corrected. Section b3 approximated based on the date the manufacturer became aware of the event. Section b5 describe event or problem corrected. Section e1 initial reporter email updated. Section h6 fields updated. Additional suspect medical device component involved in the event: model/catalog description: linear st lead kit 50 cm model: sc-2218-50 serial: (B)(6). Batch: 7156357 UDI: (B)(4).